Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported that the night before, it had taken them two hours to prime the insulin pump. She stated that when the customer puts the reservoir into the insulin pump, the insulin continues to drip after the motor stops. The blood glucose reading was 133 mg/dl. Customer was not wearing the insulin pump during the priming process. Customer was also not able to read what was on the display of the insulin pump and was not able to troubleshoot. Nothing further was reported.